Event description:
Radiometer reference number: (B)(4). According to the complaint, a rented blood gas analyzer abl90 flex plus analyzer (serial number (B)(6)) was used by the customer as a temporary alternative, as their usual abl90 flex plus analyzer (serial number (B)(6)) needed repair. The field service engineer (fse) set up the abl90 flex plus analyzer (serial number (B)(6)) under the hospital's usage conditions and conducted an online test in demo mode. However, the fse forgot to turn off the demo mode. After that, the customer measured patient samples on the abl90 flex plus analyzer (serial number (B)(6)) without noticing in demo mode, but they quickly realized it. As a result, no health problems were reported in this case. This is clearly human error report, and radiometer japan (rkk) will once again issue a warning to all employees.

Manufacturer narrative:
Case of incident is estimated and the date of awareness has been used in this report.